Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing liberty cycler set and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence which indicates a liberty cycler set product issue or malfunction caused or contributed to the patient event. The patient¿s pd nurse reported the peritonitis was caused by poor hand hygiene after the patient had disconnected from pd treatment for a bowel movement within 72 hours prior to the peritonitis event. The patient¿s pd culture yielded growth of enterococcus faecalis which is an organism known to reside in the gastrointestinal tract of humans. Therefore, the patient¿s peritonitis can be reasonable attributed to touch contamination/ breach in septic technique during the pd exchange. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis on (B)(6) 2019. During follow-up, the pd nurse reported that on (B)(6) 2019 the patient began experiencing cloudy pd effluent and abdominal pain. As a result, on (B)(6) 2019, the patient went to the outpatient pd clinic. A pd culture was obtained which yielded growth of enterococcus faecalis. The patient was treated with intra-peritoneal (ip) antibiotics; vancomycin 2 grams and ceftazidime 2 grams on an outpatient basis. Reportedly, the patient is recovering from the event. Per the nurse, the patient did not have any issues with the stay safe cap nor any fluid leaks or any other issues with fresenius device/product. Reportedly, the patient admitted to disconnecting during the middle of the night to go to the bathroom and had a bowel movement (within 72 hours prior to the peritonitis event). The nurse indicated the peritonitis was caused by poor hand hygiene after the bowel movement and touch contamination. The patient has been re-education on infection control procedures and continues pd therapy with the same cycler.